Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to the malfunction confirmed in the balloon component. The balloon was visually and microscopically inspected, and underwent leak and functional testing. No damage or abnormalities were noted, no leaks were identified. The balloon did not pass the functional testing for appropriate pressure, as it was bellow the product specifications. The reported patient symptoms are a known inherent risk of device use and are listed as such in the device instructions for use (IFU). Based on the information available and analysis results the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. No additional information was reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurrent incontinence. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.